Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
During intraoperative testing, impedances on some bipole pairs were >10,000 ohms. One day postop, different bipole pairs were showing out of range. It was noted that during implant, the surgeon flushed the epidural space with a large volume of bacitracin fluid. It was also noted that there were multiple insertions and the use of forceps by the surgeon. Multiple impedance checks were run in the following days. Impedances remained high. The lead/extension sites were revised. The pt was getting within normal range impedances on the operating room table and post op. The pt was using the stimulator approximately 90% of the time and was getting great pain relief.